Event description:
It was reported that a device was used during a hemorrhoidectomy and device did not cut. There is no further info available. The case was completed with another device. There were no consequences to the pt.